Event description:
It was reported by pt's representative that pt had a history of developmental dysplasia of their left hip with a history of osteotomy. Underwent left total hip replacement surgery in 1994. Allegedly in september of 2001 pt experienced increased left hip pain and continuing vasculitis. X-rays at the time allegedly revealed "significant poly wear". The doctor stated pt does have subluxating incidents, though pt has never frankly discloated. "Pt underwent revision in 2003. The surgery revealed "the liner was fractured superiorly"